Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 33 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 1:09 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The no external power alarm resolved upon power being restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the root cause of the reported event was the mpu¿s power cord becoming loose from the wall outlet. However, the root cause of how the cord became loose was unable to be conclusively determined. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the device history records for the mobile power unit, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had two incidents of no external power on (B)(6) 2021 around 11:30 pm and 1:19 am. Upon review of the log files, the no external power/low voltage hazards occurred on (B)(6) 2021 at 0109 due to loss of power to the mpu and again at 2320 from what appears to be both power leads being disconnected at the same time. The patient was aware that she attempted to connect to the mobile power unit (mpu) but the mpu was not connected to wall power at the time. The patient also reported beeping while connected to battery power on (B)(6) 2021. Upon review of the log files for (B)(6) 2021, there was a long string of power cable disconnect alarms at 0539 and continued until 1400. This may be an issue of the battery clip not making contact with the battery. Technical services recommended that the patient's clip contacts are clean and free of any debris.